Manufacturer narrative:
The insulin pump was received with unresponsive button response due to broken traces at keypad overlay. The pump was received with physical damage at keypad overlay and keypad traces. The pump was received with scratched reservoir tube window, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 130 mg/dl. The customer stated that his act button is unresponsive following a power tool hitting the device. The customer stated that there is a scratch through the act key. The customer stated that he was sanding and dropped the tool on the pump. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.